Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the physician was unable to retract the set screw from the device header. The device was not used and a replacement device was implanted to resolve the event. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported event of an inability to remove the set screw and lead insertion anomaly were not confirmed. The device was received from the field in normal working conditions. A visual inspection of the header, connectors and setscrew revealed no anomaly. The screw inset and threads were normal, and no contamination or foreign material was observed. During the analysis, the set screw and lead were inserted and removed multiple times with normal force and no anomaly was revealed. The device was tested under electrical and mechanical conditions with normal results. Furthermore, a longevity assessment was performed and the pacer was in the normal range of operation with appropriate remaining longevity.